Manufacturer narrative:
(B)(4). It was reported that during an afib procedure there was no temperature reading on the stockert generator when used with the carto 3 system and navistar thermocool sf catheter. Some trouble shooting was performed however the issue was unresolved. Since there was no spare rf adaptor cable on-site, the user had to borrow one from a nearby facility. The issue was eventually resolved upon exchanging the rf adaptor cable. This resulted in a 2 hour total case delay time to resolve the issue, but the case was completed successfully. No patient adverse event was reported. An rf adaptor cable was sent to account. The cable was received by the customer and the issue had been resolved. System was operational. The device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Event description:
It was reported that during an afib procedure there was no temperature reading on the stockert generator when used with the carto 3 system and navistar thermocool sf catheter. Some trouble shooting was performed however, the issue was unresolved. Since there was no spare rf adaptor cable on-site, the user had to borrow one from a nearby facility. The issue was eventually resolved upon exchanging the rf adaptor cable. This resulted in a 2 hour total case delay time to resolve the issue, but the case was completed successfully. No patient adverse event was reported. Multiple attempts were done to request for further details of the patient's major health condition; type of anesthesia used during the procedure, etc. However, no additional information has been provided.